Event description:
It was reported the patient's stimulation was turning off during a mammogram procedure. The patient was unable to adjust the stimulation using the patient programmer. When the status lights were assessed, no lights lit up with the blue button. With the gray button, the stimulation indicated off and the 9v light was on. When the bottom blue button was pressed, only the 9v light was lit. The patient and hcp used a magnet to turn the stimulation on.

Manufacturer narrative:
(B) (4).